Event description:
Boston scientific received information that the pt with this device received an inappropriate shock while at rest. There were no electrical devices near the pt when the shock was delivered. Isometric and exercise testing was performed but no noise was noted on the electrode due to myopotentials or movement. The episode was reviewed and it was noted that the signal amplitude had decreased which resulted in noise oversensing that led to the inappropriate shock. An automatic set up was performed and the sensing vector was changed from primary to secondary. No adverse pt effects were reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.